Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025. The blood glucose level was above 416 mg/dl at the time of event and the patient got treated with intravenous drip initially. The patient had symptoms of vomiting, feeling sick and low blood pressure during the event. The duration of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.